Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Further review was recommended. At this time, this rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).